Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. The reported problem (unable to complete incoming functionality testing) was confirmed. As rec'd. The electrode belt failed incoming testing. Upon investigation the ECG 'a', ECG 'b' and front te cable was pulled from the strain relief. The cause of the test failure was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.